Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the popliteal artery. A 4.0mm x 30mm x 143cm fg coyote nc mr (nc quantum apex) balloon catheter was advanced for dilatation. However, during the first inflation at 8 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with a different device. No patient complications nor injuries reported.